Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at a clinic. The customer was hospitalized on (B)(6) 2015, at midnight. The cause of death was diabetes complications of type 1 diabetes. The caller stated the on (B)(6) 2015 the customer had very low blood glucose. The caller state that the customer's blood glucose was 170 mg/dl at the time of passing. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that the battery had been removed from the insulin pump quite a while ago and they declined returning the insulin pump for analysis.